Event description:
Product confusion caused by the fact that two blood collection tubes of identical size and with identical color codes stoppers have different additives. In the case reported here six tubes of blood were collected from the pt in sps vacutainer tubes. They should have been collected in acd vacutainer tubes. Phlebotomists commonly identify the correct tube by the color coding of the stopper. Both of these tubes have identical color stoppers. Serious errors in diagnosis of infectious diseases could result if the wrong yellow tip tube is used. In this case the error was caught in the lab and the pt suffered the pain and discomfort of a redraw.